Event description:
Surgeon was performing a robotic myomectomy and the scissor tip cover came off of the robotic scissors inside the pt. The tip cover was retrieved and no harm was noted. Surgeon manually looked for the scissor tip cover until found, as it is not radiopaque so could not use x-ray to locate. Was under anesthesia longer than anticipated due to the event.